Manufacturer narrative:
The product is not expected to be returned for analysis since it was discarded. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. The lot number was not provided. Therefore, the device history record (DHR) could not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this swan-ganz pacing catheter did not pace properly. In addition, saline backfilled into the sheath adapter. It was checked and the pulser generator settings were correct and all connections satisfactory. The pacer wire measurement . There was no allegation of patient injury.